Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dehydration and vomiting. In addition the patient reports having food poisoning. The patient reports the pod was leaking during wear. The patient applied a new pod prior to going to the hospital. Once at the hospital the patients pod was removed and the patient was treated with an insulin drip. The patient applied a new pod prior to discharge from the hospital. The patient was discharged from the hospital the following day.